Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). Pre-use check passed and ventilation with test lung was normal. At further notice, traces of short-circuit and corrosion was found at the pneumatic back-plain pcb (printed circuit board). The pcb was replaced but not returned for investigation. Provided ventilator logs confirm the reported alarms for low expiratory minute volume and pictures were provided showing the damages on the pneumatic back-plain pcb. The pneumatic back-plain pcb is an interconnecting board including connectors for the air gas module and the o2 gas module. The conclusion is that the damaged pneumatic back-plain pcb was the cause of the reported failure. How the damages had occurred has not been determined but it is most likely due to a liquid spill into the ventilator.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low expiratory minute volume. There was no patient harm. (B)(4).